Event description:
It was reported that during a neck free flap procedure, as the surgeon was attempting to approximate the two rings of a 3.5mm gem microvascular anastomotic coupler, one of the rings slipped out of the wing jaw assembly. It was reported that the vessel tore. The ring that discharged from the wing jaw was removed from the pt and discarded. The surgeon then elected to hand suture the anastomosis. No pt safety concerns have been reported by the facility. No adverse pt outcome has been reported. No additional info is available.

Manufacturer narrative:
A review of the device history record is not possible because the lot number is not known. The wing jaw assembly and one coupler ring were returned for eval. The device was returned by the facility in a flat pack shipping envelope. The wing jaw assembly was damaged from flattening. The device could not be functionally tested due to damage. The device was visually inspected under a microscope. The pins on the returned coupler ring did not appear to have been placed on the pt. The ring that was removed from the pt was not returned for eval. There is no immediate evidence to support why the ring did not stay in the wing jaw during use. No additional info is available.